Manufacturer narrative:
No complaint was received with the return of the device. A complete lead was returned in two pieces. Final analysis found external insulation abrasions at 40.0 cm to 40.6 cm and at 41.9 cm to 42.0 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.